Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during on (B)(6) 2017 a zero-p anterior cervical discectomy and fusion (acdf) procedure the tip of the drill broke off in the patient's bone. The surgeon was unable to remove the drill tip from the patient. The procedure was completed; however, a piece of the drill bit was left in the patient's bone. There was an eight (8) minutes surgical delay. Patient outcome was reported as good and procedure was successfully completed. This report is for one (1) 2.0mm drill bit this is report 1 of 1 for complaint (B)(4).